Event description:
Information was received from a consumer regarding a patient with an (B)(6) trial device. It was reported the trial patient stated she is not voiding like she should. Patient stated the belt bothers her. Patient is not sure if she needs to measure or not and cath or not. The patient stated she was half out if it yesterday and they gave her a lot of info and it was hard to follow; patient will start tracking today. On (B)(6) patient reported she is not sure if she's emptying or if she's having any relief. Patient also stated the bandage came loose and is bleeding. Patient does not seem to understand the tracking and seems confused. On (B)(6) patient stated that she feels urgency but it fades away if she doesn't void right away. Patient stated her bandage is blood soaked and has blood on her underwear. Patient stated the wires may not be attached very well. Patient was not able to unlock the controller, tried to adjust stimulation but controller would not unlock. On (B)(6) patient stated she felt rough today. Patient reported other medical information: she has a bad knee <(>&<)> a tear in her shoulder. On (B)(6) pt stated that she had a better day, she stated she feels nauseous and has bladder pain, and a possible bladder infection, she wants to cath less, even though today was good, she said everything hurts and she is not sure what to expect of how good she is doing; she was advised to follow up with md. No further complications were reported or are anticipated.